Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of an unsuccessful bluetooth connection attempt was not confirmed. It was reported that the issue was resolved by exiting the heartmate touch app and re-establishing the connection. No product was returned for evaluation. The root cause of the reported event could not be conclusively determined through this analysis. Device history records could not be reviewed as the serial number of the product is unknown. Heartmate 3 instructions for use (IFU) (rev. B) chapter 4 ¿heartmate touch communication system¿ and the heartmate touch communication system quick start guide (rev. B) under ¿how to use the heartmate touch communication system¿ explain the operation of the heartmate touch system, including how to set up the system and connect the tablet to the wireless adapter and system controller, how to determine the status of the wireless adapter, and how to use the heartmate touch app. These documents also warn that the heartmate touch system may be interfered with by other equipment, even if that other equipment complies with cispr emission requirements. Heartmate 3 instructions for use (IFU) (rev. B) chapter 7 ¿alarms and troubleshooting¿ and the heartmate touch communication system quick start guide (rev. B) under ¿troubleshooting¿ cover all alarms (visual and audible), including the connection failed - heartmate touch app error messages, and the actions to take if the alarms cannot be resolved. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the issue resolved.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that while in clinic, the bluetooth connection could not be established. The screen was exited, the history was cleared, and bluetooth was reconnected.